Event description:
The physician elected to replace the pump after 5 years of being implanted in the pt. The pump contained morphine 50 mg/ml and the pt's dose was 6.3 mg/day.

Manufacturer narrative:
(B) (4): final device analysis revealed a reliability non-conformance. The primary finding was battery resistance high and there was discoloration/corrosion on gear wheel 3, which resulted in a motor stall. The battery resistance from the battery waveform test was 282.61 ohms. The battery resistance from the testing at medtronic energy and component center was 255 ohms.